Event description:
Hill-rom received a report from the account stating the bed exit has no alarm. The bed was located at the account in the maintenance shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit alarm turned off. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician activated the bed exit alarm to resolve the issue. Based on this information, no further action is required.